Manufacturer narrative:
Device evaluation: returned device was received no physical damaged was found on the device. Evidence of reported problem in event log was found. During the evaluation of the device error code 41622 was duplicated during motor run test. The customer reported condition was confirmed. Problem source is unknown. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "ec41622". No patient was involved in this event. No adverse effects were reported.